Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mandrel extended past the l-lock tabs. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was successfully deployed, reducing the mr to <1. After deployment, it was observed that the atraumatic tip was extended past the l-lock tabs and could not be retracted. After careful movements with the m/l knob and delivery catheter (dc) handle, the tip was able to be pulled back into the cds and was not extending past the l-lock tabs anymore. The cds was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported material protrusion in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.